Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00007 on january 23, 2019. 01/28/2019 additional information: the most likely cause of the discordant results is the undetectable tsh due to the tsh variant that is described in important product safety information document #10814911 published in may 2013. The customer understands this and requires no further support from siemens on this event. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00006 supplemental report 1 was filed for the same event.

Manufacturer narrative:
The cause for the discordant tsh3-ultra result is possibly the rare variant of tsh. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." MDR 1219913-2019-00006 was filed for the same event.

Event description:
A false low advia centaur xp tsh3-ultra ((tsh3-ul) result was obtained for a patient sample. The result was considered discordant with the tsh assay. The result was higher for tsh. The sample was also tested on an alternate method and the result was higher than the tsh3-ultra result. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.